Event description:
It was reported that this right atrial (ra) lead is presenting out of range impedance. It is suspected for the cause to be a lead fracture; however, this suspicion hasn't been confirm. No additional adverse patient effects were reported. Device remains in service, no additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead is exhibiting high out-of-range pacing impedances measuring greater than 3,000 ohms. This lead is functional in unipolar and at this time remains in service. The plan is to continue to monitor. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the patient was evaluated in the clinic. All right atrial (ra) bipolar impedance measurements are still high, out-of-range measuring greater than 3,000 ohms. Additionally, it was noted that thresholds have increased to 2.5v and p-wave amplitude has diminished. Isometrics was performed and noise could not be recreated. The patient is feeling fatigued due to tracking myopotential noise. Technical services provided programming options. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead is exhibiting high out-of-range pacing impedances measuring grater than 3,000 ohms. This lead is functional in unipolar and at this time remains in service. The plan is to continue to monitor. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead is exhibiting high out-of-range pacing impedances measuring greater than 3,000 ohms. This lead is functional in unipolar and at this time remains in service. The plan is to continue to monitor. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the patient was evaluated in the clinic. All right atrial (ra) bipolar impedance measurements are still high, out-of-range measuring greater than 3,000 ohms. Additionally, it was noted that thresholds have increased to 2.5v and p-wave amplitude has diminished. Isometrics was performed and noise could not be recreated. The patient is feeling fatigued due to tracking myopotential noise. Technical services provided programming options. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received which reported that this right atrial (ra) lead was explanted and replaced successfully. No additional adverse patient effects were reported.